Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On 09-june-2024, it was reported by the patient that infusion set fell off while taking off his pants. The site was lower back. Infusion set was used for 1 day. No further information available.